Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently, the customer went to the emergency room (ER) with an elevated blood glucose level (bg) level of 700 mg/dl and high ketones identified as dangerous by health care provider. Customer was treated with intravenous fluids of insulin. The customer was discharged from the ER eight hours later with a bg of 249 mg/dl and in stable condition. Customer reverted to an alternate method of insulin therapy.